Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6: investigation conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One 8 fr angio-seal vip was returned for product evaluation. The returned device included the header bag, guidewire, arteriotomy locator, hemostasis sheath and carrier tube assembly. The guidewire was in the arteriotomy locator and looped around itself. The carrier tube assembly was mated to the hemostasis sheath and the locking mechanism was set to rear lock position. Visual inspection revealed that the anchor was observed to be within the hemostasis sheath. Functional testing was performed. The locking mechanism was reset to forward lock position and the anchor was observed to release. The device cap was pulled back to set the locking mechanism to rear lock position and the anchor was observed to become posted on the tip of the hemostasis sheath. A digital force was applied to the anchor and the suture, collagen, tamper tube and clear stop were observed to be released. No functional anomalies were observed. The complaint could be confirmed for a device pullout. The exact root cause could not be determined. The likely root cause is not placing the device in full forward lock position or an obstruction to the anchor posting. The DHR review determined that the device was released in a conforming state. There is no indication that any manufacturing errors led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Age & date of birth - requested, only year provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was used for a dialysis patient. The anchor was pushed out of the sheath, although was not placed and came back into the sheath, so-called shuttling occurred, and the entire device came out. The device was not used, and manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. The estimated blood loss was less than 250cc. There was no patient injury, medical/surgical intervention required. There was no health damage to the patient. There were no other devices or equipment used with the reported product.